Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a homechoice cassette separated from an unspecified fluid bag. This was identified during use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.